Manufacturer narrative:
This supplemental report is being submitted to update the outcome attributed to adverse event, correct the common device name and provide device procode, correct the manufacturer's city, update the device available for evaluation, correct the initial reporter information, correct the manufacturer's city, update the report source, provide the PMA/510(k) information, correct the device evaluated by manufacturer, update labeled for single use, and correct the event and evaluation codes. The device referenced in this report was not returned for evaluation as the hospital decided not to allow the device to be shipped back.

Manufacturer narrative:
This MDR is the result of a retrospective review of complaints for the purpose of identifying concomitant devices. The reported event describes side effects from the procedure or patient symptoms due to their condition. This product is considered a concomitant device and did not contribute to the reported event. The device referenced in this report was not returned for evaluation as the hospital decided not to allow the device to be shipped back.

Event description:
It was reported that the patient had a cardiac arrest during the procedure. CPR and drug was administered to the patient. The patient was stabilized and under observation. The bwi equipment involved are: carto 3 system (serial# (B)(4)), stockert generator (serial# (B)(4)), coolflow pump (serial# (B)(4)), acunav catheter 10235936 (serial# (B)(4)), lasso eco catheter d134301 (lot# 15745793l), and thermocool sf nav catheter d131503 (lot# 15919451l). Caller called back that the patient expired.

Manufacturer narrative:
This report is submitted on request by the FDA to correct the follow up report number.